Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested.

Event description:
A hospital staff representative reported suction loss during corneal flap creation. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient and sample information; however, at this time no additional information, or sample has been received. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. The root cause could not be identified conclusively. (B)(4).